Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung resection, the firing was unable to be performed. The reload and handle were replaced to complete the procedure. There was no patient injury.